Event description:
(B)(6) 6 inch transitional member allows the adaptor to have movement. There was no patient involvement, injury or delay with this complaint.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.